Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The user decided to use a 29mm valve for oversizing due to surrounding anatomy and valve physiology. The patient has a heavy left ventricular outflow tract (lvot) and annular calcium with mild calcium on the left-coronary cusp (lcc). The patient's aortic valve angle was measured to be 47 degrees. During the procedure, at 80 percent, the valve was able to be positioned at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on the lcc. The implanter decided to deploy and applied forward tension and pulled a wire (unspecified) back slowly at one turn every few seconds. The valve was observed to have popped up at a depth of -3mm on the ncc and 1mm on the lcc. Moderate paravalvular leak (pvl) was initially noted and subsequently improved to a mild degree over time. A second 23mm, non-abbott valve was implanted significantly deeper at the inflow of the index valve due to the pvl. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The physician believes that the valve had popped up due to the basal interventricular septum muscle and patient's condition and not related to product performance. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of a device migration, perivalvular leak, and aortic insufficiency was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported device migration is likely related to challenging patient anatomy/physiological forces; however, this could not be determined. The reported perivalvular leak and aortic insufficiency are likely cascading effects from the event. A surgical intervention was a result of case specific circumstances, as a valve in valve was completed. The reported improper or incorrect procedure or method is related to an oversized device being used for implant. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The user decided to use a 29mm valve for oversizing due to surrounding anatomy and valve physiology. The patient has a heavy left ventricular outflow tract (lvot) and annular calcium with mild calcium on the left-coronary cusp (lcc). The patient's aortic valve angle was measured to be 47 degrees. During the procedure, at 80 percent, the valve was able to be positioned at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on the lcc. The implanter decided to deploy and applied forward tension and pulled a wire (unspecified) back slowly at one turn every few seconds. The valve was observed to have popped up at a depth of -3mm on the ncc and 1mm on the lcc. Moderate paravalvular leak (pvl) was initially noted and subsequently improved to a mild degree over time. A second 23mm, non-abbott valve was implanted significantly deeper at the inflow of the index valve due to the pvl. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The physician believes that the valve had popped up due to the basal interventricular septum muscle and patient's condition and not related to product performance. The patient was in a stable condition and subsequently discharged.